Event description:
Complaint - there was a size 7x19 in a 8x13 box .

Manufacturer narrative:
Manufacturer narrative: the part was returned on 1-sep-2017. The agent was present when the issue occurred near the patient; the device was examined before use and found to be acceptable. Another suitable device was available, and surgery was completed as intended with a 5 minute delay. The surgeon indicated a no risk or adverse event. Patient information was not reported but is not relevant to this event. The part listed as the main contributor in the complaint is part number 343-13-708, empowr posterior stabilized (ps) knee tibial insert, size 8, 13 millimeter, lot number 287u1004. The component that was inside the box is part number 343-19-707, empowr posterior stabilized (ps) knee tibial insert, size 7, 19 millimeter, lot number 066u1003. The returned part was received from the field confirming the complaint. A device history record (DHR) review was conducted. Part/lot number 343-13-708, 287u1004, quantity 50, manufacturing date: 22-jul-2016, expiration date: 05-jul-2021. It was observed that the two lots in question were processed by an outside contractor for packaging and sterilization on the (B)(6) 2016. These two lots were the only lots listed on the certificate of processing. In addition, remaining units of the incident lots in finished goods inventory were opened and found to have the same nonconformance. It is reasonable to believe that the full quantity of both lots may have been incorrectly boxed and labeled. In light of this information, a corrective action/preventive action (CAPA) and health hazard evaluation (hhe) will be opened to fully investigate this issue. Complaint history was reviewed. No other complaints were identified with the reported failure mode.